Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump was not turned on after changing battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 09:09:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 09:10:51.000 and (B)(6) 2021 09:20:00.000, (B)(6) 2021 10:21:44.000 and (B)(6) 2021 10:24:17.000, (B)(6) 2021 11:11:48.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 09:21:19.000 and (B)(6) 2021 09:21:29.000, (B)(6) 2021 10:22:19.000 and (B)(6) 2021 10:24:41.000, (B)(6) 2021 11:12:16.000 and (B)(6) 2021 11:12:26.000, upon checking on the detail trace file, low battery alert and power loss alarm was expected since the battery has low power. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display not confirmed. Device heating up not confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Updated h9: (B)(4)medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.